Event description:
It was reported the coil could not be detached. Upon removal, the coil detached inside the catheter with part of the coil still inside the aneurysm connected to a previously implanted coil. A micro snare was used to retrieve the coil without success. The catheter was then pulled back and reported the proximal end of the coil passed and occluded another branch of the mca. The pt had a stroke. On f/u, it was reported the pt has a heavy aphasia with motoric accent, slowly regressing. In addition, she has a slight hemiparesis and is currently in rehabilitation.

Manufacturer narrative:
The device will not be returned for eval as it was implanted in the pt.